Event description:
Patient was emergently intubated and placed on a ventilator. The patient's ventilator was alarming and not delivering all the set breaths to the patient. Setting off the "circuit occlusion" alarm and the "low peep" alarm. Just to note, the ventilator was successfully calibrated prior to placing on the patient. All proper measures were used to make sure that the ventilator was functioning properly, but the alarms were continuously alarming. Ventilator changed out for a different one, which did in turn function properly. The malfunctioning ventilator was put out of service and a biomed repair request was filled out. The respiratory supervisor was notified of the incident as well. Switched out ventilator. Bronchoscopy performed prior to change to ensure no obstruction was visible.